Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent cervical fusion surgery at levels c6-7, wherein rhbmp-2/acs was implanted from a posterior approach over the spinous processes. Post-op, the patient had increasing neck pain, with associated pain and radiculopathy down into his shoulders and arms. The patient continued to experience chronic left shoulder pain, radiating up into his neck, a burning sensation in his lower neck and right shoulder, numbness/ tingling in his left hand, limited range of motion in his neck, and difficulty swallowing. On occasion, he must use a cervical collar at night to sleep. Plaintiff also experienced difficulty sitting and standing for long periods of time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.